Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, apparent pull wire on catheter broke. The leadless ipg system was removed and replaced with a new system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the tether tube of the delivery system. Visual analysis of the lead indicated damage during use. The full delivery system was returned with the device intact in the device cup. The outer shaft is bent at 5.1 cm from the distal end of the delivery system. The inner shaft is kinked at 3 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. There is blood on the tether. The device was able to be deployed and fully recaptured in the device cup.

Event description:
It was further reported that the implant was complicated by difficulty passing the tv ring with subsequent torque to get a septal position.